Event description:
It was reported that an error message appeared on the programmer while doing a threshold test and printing. It was explained to the caller that doing a threshold test and printing at the same time will burden the processor and drastically increase the test time. The programmer will be returned to service. There was no patient involvement.

Event description:
It was reported that an error message appeared on the programmer while doing a threshold test and printing. It was explained to the caller that doing a threshold test and printing at the same time will burden the processor and drastically increase the test time. The programmer will be returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device serial number changed to unknown. Further, it was noted that this complaint was inadvertently submitted under the medical device reporting regulations. System error (software and hardware) has a remote probability that this would result in a death, serious injury or other significant adverse event. The programmer has back up pacing with a system error when the emergency key is pressed in the application. Therefore, this report is being redacted accordingly. No further information regarding this non-reportable complaint will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.